Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five weeks post implant the right ventricular (rv) lead exhibited possible oversensing on current  electrograms (egm). The rv lead remains in use. No patient complications have been reported as a result of this event.